Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was hospitalized due to melena. The patient's hemoglobin level at the time of hospitalization was 6.1 g/dl. The patient's hemoglobin level at the time of discharge on (B)(6) 2020 was 9.2 g/dl. An esophagogastroduodenoscopy was performed and mild gastritis was noted. The patient received a blood transfusion. No further information was provided.